Manufacturer narrative:
Additional information noted that a revision took place. No connection issue was confirmed and the device and lead measurements and with the pacing system analyzer (psa) were normal. The system was re connected and the patient will continue to be monitored. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A review of the memory dump by engineering and ts confirmed out of range shock impedances measurements. Ts discussed a possible connection issue or a lead issue. It was also noted that there was no evidence that a shock was ever delivered, and ts wanted to obtain more information regarding if the memory dump was performed after the shock was delivered. At this time the system remains implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that when performing a shock impedances test during a one month follow up out of range shock impedances measurements were noted by the physician. A boston scientific field representative was called and when performing a 1.1 joule r wave shock test normal shock impedance values were noted. The right ventricular lead is a competitor lead. The data was sent to boston scientific technical services (ts) for review.

Manufacturer narrative:
(B)(4). Additional information provided noted that the memory dump was taken before the 1.1 joule shock test. It was noted that the patient will be followed up at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.